Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with a missing end cap sticker, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was in the 300 to 399 mg/dl range. Leading to the alarm, the customer was at a water park. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.